Manufacturer narrative:
The report of user advisory (ua) 41 (patient temperature sensor failure) error message was not reproduced during functional evaluation of the autopulse platform ((B)(4)); however, was confirmed through archive data review. The archive data revealed multiple ua 41 error messages with elevated temperature reading when the platform was powered on the customer reported event date of (B)(6) 2018. During this event, no cycle compression was initiated. The platform was functionally tested. It powered on and successfully performed compressions with a large resuscitation test fixture without the ua 41 error message or any other faults. The testing verified that the temperature sensor is within specification. Although, the ua 41 error message was not reproduced, the storage and shift check conditions are not known. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. As part of routine service during testing, the platform was examined and found damaged front enclosure and that the driveshaft exhibits binding and resistance. This issue is unrelated to the ua 41 error message. Upon customer approval, the front enclosure and the temperature sensor will be replaced as a precautionary measure to prevent the reoccurrence of the ua 41 error message, and the driveshaft will be deburred. The device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse serial number (B)(4).

Event description:
During shift check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.